Event description:
It was reported that a patient under went an uneventful pelvic floor reconstruction procedure in 2006. The procedure was completed with no patient complications. Post procedure, the patient started to experience minor pain from her buttock to her ankle and required additional follow up with the physician. Observation by the physician revealed concern for the misplacement of one of the sutures that may have caused the discomfort. An intervention to remove the suture was performed in order to prevent possible further injury. Patient is being followed by physician and a full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.